Event description:
The svc report shows while conducting an inspection of ventilator, the co customer support engineer noticed the filter heater to be inoperative. The co reported the condition to the customer, but was not authorized to repair the unit. It was reported that the customer would repair the unit. This report is not an admission by co that this device caused or contributed to the event alleged in this report.